Event description:
It was reported that the patient underwent a lead and generator replacement due to the low impedance. The explanted products have not been received to date.

Event description:
The explanted lead and generator were received and are currently pending analysis.

Event description:
Analysis was completed on the explanted generator and lead. The generator passed functional testing and performed to specification. No anomalies or impedance issues were observed with the generator. The lead was returned as one segment which included the lead pin which was still inserted into the generator. Abraded openings were observed on the inner and outer tubing and the lead coils appeared to have signs of wear on the exposed portions of the lead. Fluid was observed inside the lead and the point of entry appeared to be the cut end of the lead or the abraded openings. No discontinuities were identified within the returned lead portion. Sem imaging was used to inspect the exposed lead coils and signs of pitting were observed.

Event description:
It was reported that a low impedance warning message was observed when the patient¿s device was interrogated during a routine office visit. A low impedance warning typically indicates that a short circuit condition may be occurring. The physician ordered x-rays and was considering referring the patient for a lead revision. No additional relevant information has been received to date. No surgical interventions are known to have occurred to date.